Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine check. Upon interrogation, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing episodes. The episodes were only premature ventricular contraction marching through. No changes were made. The patient had no consequences.